Event description:
During a stenting procedure, the stent slipped over the balloon after predilatation and migrated into the superficial femoral artery and then into the bifurcation of the distal iliac artery. Patient was sent to surgery to retrieve the stent. The unknown target lesion was highly stenosed and calcified.

Manufacturer narrative:
This product with catalogue number is not distributed in the united states, but it is similar to a product with catalogue number that is distributed in the united states. Additional info will be submitted within thirty days upon receipt.